Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Based on the information provided, the reported difficulties appear to be related to the operational context of the procedure. It is likely that an interaction with calcified patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Femoral imaging results noted calcification was present at the access site; therefore, it is likely the calcification contributed to the difficult to remove. It is possible the resistance during removal of the device contributed to the reported patient effect. The subsequent treatment appears to be related to circumstances of the procedure.

Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using a proglide device after an interventional lithotripsy procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. There was resistance during removal of the device, manual compression was applied to achieve hemostasis and to treat a slight hematoma (<6cm in size) that was noticed. There was no vessel or tissue damage noted. It was verified that the foot of the device had closed completely prior to attempting to remove the device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.